Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the battery of the device was dead and the device shut down; the battery was replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's battery pack was dead and the programmer kept shutting down. The programmer would power down even when plugged in. The caller was advised on ways to test the programmer, and to return the programmer for service if the issue could not be resolved. The current status of the programmer is unknown. There was no patient involvement. It was further reported that the programmer has been returned.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. There were no light emitting diode (led) indications, open circuit voltage was 0.001 volts. The battery was inserted into an operating encore programmer. The charge led flashed. When the ac power was removed from the programmer the programmer shut down. The battery was then reinserted and charging was attempted for 15 minutes. When ac power was removed, the programmer shut down again. Battery analysis indicated a critical battery failure. Further battery analysis indicated a permanent battery failure. Conclusion: confirmed battery pack failure. If information is provided in the future, a supplemental report will be issued.